Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Tampon string broke, may not be able to remove tampon - vaginal [foreign body in reproductive tract]. Tampon string broke [device breakage]. Case description: consumer reported via e-mail that tampon string broke while trying to adjust it. No serious injury reported.